Event description:
It was reported that an ilet pump screen cracked and later the display turned off and became unresponsive despite charging, after which the user transitioned to multiple daily injections. Symptoms included no reported adverse health effects. Outcomes included interruption of automated insulin delivery and discontinuation of pump use. Investigation included review of user report, troubleshooting guidance provided by support, and warranty status verification. Investigation of this case revealed physical damage to the user interface/display consistent with use of a cracked screen and device unresponsiveness, with replacement eligibility affected by a prior unreturned device. It was concluded, based on previously established findings for similar reports, that user-induced physical damage and subsequent device exposure to environmental elements were the most likely causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.